Event description:
The reported clinical trial event involves thrombosis at the target lesion, requiring surgical intervention to prevent a life-threatening outcome. The event was considered to be target lesion related and probable related to study device and procedure. No additional information is available.

Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the investigation and product history review is complete.